Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. The high blood glucose was 401mg/dl and low blood glucose was 40mg/dl. Customer treated high blood glucose with the insulin pump and low blood glucose with tablets. Troubleshooting was not performed. The product will not return for the analysis.